Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. X-ray imaging revealed no changes in lead position. An invasive procedure was performed. The rv lead was explanted and replaced. This ICD remains implanted and in service. No additional adverse patient effects were reported.